Event description:
Customer reported: leak was noticed after the trach was installed. Customer confirmed that no fault was identified during pretesting efforts. The information provided suggest that decannulation and recannulation of a replacement tube was required. Customer confirmed that no additional harm to the pt.

Manufacturer narrative:
Covidien cts reference # : (B)(4). An inflation/deflation test was performed; the cuff did not hold air; it was immediately deflated. A visual inspection was conducted and it was observed that the cuff show two cuts. Manufacturing controls are in place to detect related issues and to reduce the potential for occurrence during the manufacturing process. Info of this nature is included in our database and monitored through trending.